Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior cuff successfully captured the needle during plunger deployment; however, the link was pulled from the swage end of the posterior cuff during needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. The reported cuff miss experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The plunger, link, anterior needle and anterior cuff were not returned for evaluation. A link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to: manufacturing, challenging anatomical conditions, and deployment technique. The suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. Every link assembly is inspected and tested during manufacturing. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. The reported calcification in the artery would present resistance to the suture retrieval/plunger retraction process, which could have contributed to a link pull; however, this could not be confirmed. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to detach from the posterior cuff. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that suture placement was attempted in a moderate to heavy calcified left common femoral artery with four perclose proglide devices using a preclose technique prior to an abdominal aortic aneurysm (aaa) and endograft implantation procedure. Reportedly, when the first device was used, a cuff miss occurred. The same experience occurred for the second, third and fourth proglide devices. Ultimately, two other proglide devices had deployed successfully and the sutures were retrieved. The sheath was upsized from a 6fr to a 14fr for the interventional procedure. After the aaa procedure, the sutures of the fifth and sixth device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the femoral artery was moderate to heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss. Additionally, per the instructions for use for perclose proglide devices, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three additional perclose proglide devices are being filed under separate medwatch MFR numbers.